Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that 2 bd pegasus¿ safety closed IV catheter systems leaked at the adapter and tubing during use. The following information was provided by the initial reporter, translated from (B)(6) to english: "the nurse used a 22g pegasus closed venous indwelling needle for puncture, it was found to have leakage, there was the fracture gap at the joint of extension tube and adapter, nurse was pulling out the punctured needle and used the new without damage of indwelling needle puncture, patient complaints injections nurse, and this caused additional pain to the patient"

Event description:
It was reported that 2 bd pegasus¿ safety closed IV catheter systems leaked at the adapter and tubing during use. The following information was provided by the initial reporter, translated from chinese to english: "the nurse used a 22g pegasus closed venous indwelling needle for puncture, it was found to have leakage, there was the fracture gap at the joint of extension tube and adapter, nurse was pulling out the punctured needle and used the new without damage of indwelling needle puncture, patient complaints injections nurse, and this caused additional pain to the patient."

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 2021-02-22.h6:investigation summary: a device history review was conducted for lot number 0197309 . Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Additionally, the returned samples were reviewed by our team of quality engineers, they determined that the injection pump piping, that was attached to the intima-ii was fractured, and the teeth of the intima-ii device were normal and without defect or deformity. Further inspection of the surface of the intima-ii identified a hardened material similar in appearance to an adhesive. This materiel was likely the result of leaking medication from the fractured injection pump and contributed to the difficulty in separation. Based on our review the root cause for this event could not be attributed to bd¿s manufacturing process.